Manufacturer narrative:
The vaporizer plate was reported as being in place. The unit was serviced subsequent to this event, finding unit to be within specification. The cause of this complaint is unknown. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under CAPA investigation. This event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or to residual h2o2 on the load following a completed cycle.

Event description:
Healthcare worker experienced whitening of the skin on the hands after touching ventilator parts that were at a pt's bedside. The parts had recently been processed. The cycle has completed for the load that contained the respiratory equipment and the vaporizer plate was in place.